Event description:
It was reported by the customer that bd pyxis¿ medstation¿ 4000 integrated main did not show orders. Per the reporter: previously to dispense narcan kits to patients, we were instructed to place a kit order in the discharge prescription area on epic and it was pulled by rn team from pyxis. However now the rn team is not able to see this order in the pyxis and they are required to over-ride the system to pull the kit. There is no kit order in the workup section. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders not showing up in pyxis station. The technical support specialist contacted customer, who confirmed the issue was related to a different workflow and had already been resolved, no further assistance was required, and the case was closed as resolved. The system functioned as intended after being assessed by the technical support specialist.